Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit notified low vacuum , system failure intermittent. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, event site postal code - (B)(6)). A getinge field service engineer fse evaluated the unit and found low vacuum , system failure intermittent. System is not generating adequate vacuum, 5000hrs pm kit must be replaced, after replacing 5000 hrs maintenance kit further unit can be evaluated, he replaced 5000 hrs maintenance kit still low vaccum and system failure observed. Suspected problem with mani fold drive assembly needed for testing purpose. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : no repair information.